Event description:
The customer reported the ventilator alarmed with an air source fault while in use on a patient. The customer reported there was no patient harm. The respironics service technician was unable to duplicate the reported problem, however the service technician reported there were diagnostic codes found in the ventilator log history that indicated a loss of air and oxygen gas supplies. The service technician reported the oxygen supply pressure at the customer facility is intermittently below the required pressure to operate the ventilator, the loss of both gas supplies will affect the function of the ventilator. Performance verification testing was performed and passed per operating specifications.